Manufacturer narrative:
Concomitant medical products: evolutpro-29 valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning occurred for low impedance on the atrial lead, and cardiac compass had invalid data. The lead and implantable pulse generator remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.